Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 400 mg/dl, 134 mg/dl and 129 mg/dl within 10 minutes on the aviva system. Reported no actions taken based upon device results. No adverse event reported. Requested return of suspect device and replacement was sent.